Event description:
It was reported that there was fluctuating and high impedances on the superior vena cava portion of the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.